Event description:
Information received by medtronic indicated that the insulin pump ok button had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2022 customer returned device for alleged cosmetic damage located at the cracked keypad overlay. Device passed the displacement test. Unit had scratched case, cracked keypad overlay, serial number label missing. The device p-cap/test reservoir locks in place properly and no anomaly noted. Cosmetic damage was confirmed at cracked ok keypad button.